Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. A visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole in the balloon 11mm from the tip. The tip is damaged and the balloon is loosely folded. There is blood present in the guidewire lumen and balloon.inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 10 january 2019 it was reported that tip damage occured. The 85% stenosis target lesion was located in the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device was unable to cross the lesion due to the calcified lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a pinhole in the balloon.